Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level (526 mg/dl). Reportedly, the customer did not press the wake button hard enough to deliver a bolus. Customer had assistance delivering manual injections to address bg level.